Event description:
It is reported that the surgeon prepared the humeral bone in 2008, to accept a size 10x170 mm tm reverse humeral stem. A trial was performed and the implants were requested. The implants were then shown to and verified by the surgeon. The surgeon decided to cement the stem in place. After placing cement into the humeral canal, the surgeon attempted to implant the humeral stem, but had difficulty fully seating the stem and removed it. The surgeon stated that he did not think the stem would fit distally into the patient's canal due to the anatomy and the cement in the canal. He decided to implant a shorter stem 10 x 130 mm. The smaller stem was implanted with no problem and the case continued.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. The normal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality, the amount of bone removed, and the viscosity of the cement, the elasticity of the remaining bone may not allow the implant to seat with normal impact forces in some cases. Based on the provided information, a definitive cause cannot be determined. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.